Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented with renal dysfunction on 28apr2024. They had ongoing dialysis treatment with a maximum creatinine of 2.51 milligrams per deciliter (mg/dl). Again, on (B)(6) 2024 the patient was admitted for renal dysfunction and received dialysis for 1 week. The patient's maximum creatinine was 2.47 mg/dl.

Event description:
It was reported the renal dysfunction was determined to not be related to or cause by the device, however the date of onset of the renal dysfunction was nov2023. There was no diagnostic testing done to support the findings of renal dysfunction. The patient exhibited symptoms of ascites retention, which was treated with drainage of the ascites. The renal dysfunction had not resolved. Due to peripheral circulatory failure and renal congestion, they planned to proceed with diuretics treatment.

Manufacturer narrative:
Section b5 - updated. Section h6 - updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1, "introduction," list renal failure as potential adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.